Event description:
It was reported that the plunger head was not working properly. It was also reported that the pump may not have been reading the syringe or alerting "no syringe". Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger head case and battery door were damaged. It was also observed that the plunger tamper seal had been removed and reattached. Functional testing was performed including a syringe test. It was found that the pump was reading syringe sizes properly. The plunger head cases were found to be broken and not fully secured/closed. The investigation determined that the device had been mishandled by the customer and this caused the damage to the plunger head and related parts. The plunger head cases were replaced, the pump was calibrated. Additional repairs were made and preventive maintenance was performed with the pump then passing all functional and delivery tests. Service history review identified the complaint was not related to a previous service of the device within the review period. .